Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when preparing for dialysis before connection, it was found that the catheter had a crack in the blue (ve nous) luer adapter/joint, and the attending physician was notified. It was also stated that it had a leak at the luer adapter. The crack was also observed prior to use. Flushing was done, and leakage occurred. There was no instrument used to loosen or tighten the device. The cleaning agent used on the device was iodophor, and it was typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment(s) to the area. Tego was not utilized. There were no other products being utilized with the device. There was no excessive force used on the device. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no intervention/treatment required as a result of the event. As a remedial action, the catheter was repaired. The connector was replaced. The kit was not used. The treatment was completed after the remedial action was done. There was no blood loss, and a blood transfusion was not required due to the event. There were no patient symptoms or complications associated with the event, and there was no reported patient injury.